Event description:
It was reported that the customer received a button alarm 22. Customer had elevated blood glucose levels (400 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.